Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial#: (B)(6), product type: recharger h3 analysis of the returned recharger revealed the wr9220 experienced a known firmware anomaly where the main microcontroller firmware is erased. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient can't get the recharger to power on, when the recharger is in the docking station the three battery lights are flickering green really fast. If she takes the recharger out of the docking station the lights shut off and she can't power the recharger on. Patient had the recharger in the docking station overnight and it still won't come on. Patient made sure the docking station was plugged in and getting green power light and was putting the recharger in the correct side of the docking station. Tried a hard reset both with the recharger in the docking station and out of the docking station and nothing happened. This is not the first time she has used the docking station and recharger. Power button doesn't look stuck she can hear the button click when she presses it. The issue was not resolved through troubleshooting and the product was replaced. No symptoms reported.